Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device would not analyze 12 lead ECG, gave flatline and dropped out on the waves. No adverse patient impact was reported.